Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge leaked. The customer was unable to provide the location of the leak. Customer's blood glucose was 200 mg/dl. Reportedly, the customer either loaded a new cartridge or reverted to manual injections to resolve the issue.